Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported discrepant flu a result for 1 symptomatic patient. The customer communicated that the patient tested positive for flu a with the sofia combination assay and then negative for flu a upon retesting with the same assay and with using the sofia flu only assay. No confirmatory testing had been completed. 3 additional patient events were also communicated which are captured on separate reports. It was communicated that the customer had not been using the provided clear fixed volume pipette (user error).